Event description:
It was reported to medtronic minimed that the customer experienced a possible over delivery anomaly. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia, loss of consciousness, diaphoretic, blurred vision, dysphasia, chills treated with ems/ambulance/ER visit, no treatment, no treatment, no treatment, no treatment, no treatment. The customer reported the insulin pump was over delivering. The event involved product(s) mmt-1886. The customer had been using the insulin pump system within 48 hours of the reported low bg event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer visited the emergency room on (B)(6) 2024 for 3 hours due to hypoglycemia. Blood glucose at time of event was 50 mg/dl. Symptoms that were reported with the event included almost losing consciousness, shivering, cold sweats, blurry eyesight, difficulty speaking. The customer stated the low blood glucose occurred due to sensor not providing accurate values, discrepancy between sensor glucose and blood glucose. Additionally, the patient claimed that the transmitter was not working properly, after following the corresponding troubleshooting, it was found that the connector bridge was damaged, and the transmitter needed to be replaced. Advice to change defective sensor as soon as possible (user was still wearing it). Customer reported programming was accurate.